Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late

Event description:
Health professional reported left side capsular contracture baker grade unknown, seroma-late and stabbing pain. Device has been explanted.

Event description:
Additional information noted, moderate to intense pain linked to punches and nighttime ailments. Physician diagnosed it as bilateral mammary deformity and decided to perform a corrective intervention. Additionally it was noted the patient had migraines not related to the device.